Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flow could not be controlled properly due to the pressure reducer failure; however, a root cause for the failure was not determined. Olympus will continue to monitor field performance for this device.

Event description:
While, evaluating a returned olympus high flow insufflation unit. It was discovered, that the unit¿s air flow was insufficient, due to a damaged regulator unit. There was no patient involvement, during this event.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.